Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The battery compartment was chipped and cracked off. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected failed battery test alarm noted, however pump had corroded battery tube. The insulin pump had cracked case at display window corner, broken battery tube threads and minor scratched display window.